Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer and stoma site infection are known complications of a peg- j tube placement. Associated j tube record, manufacturer number 3010757606- 2023-00105. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that during virtual support of the procedure, the health care professional noted the internal retention plate was imbedded in the duodenum and j tube had eroded an ulcerated channel in the tissue at the pyloric sphincter. A large bezoar was found in the pig tail of the j tube that was removed. A small ulcer was noted internally at the stoma site. The external fixation plate was about 6 inches away from skin. The peg tube was replaced using the existing stoma site. No j tube was placed at this time. The health care professional hcp stated the internal ulcers need to heal before another j tube can be placed. All connectors replaced on peg tube and the external fixation plate was placed in the proper position. On (B)(6) 2023, the patient reported he was taking oral augmentin for the infection at the stoma site.